Event description:
Admitted for replacement of hardware due to fracture of the compression screw; x-ray revealed fracture prior to admission after pt complained of ongoing pain. The hardware was removed and a bi-polar prosthesis was inserted.